Event description:
It was reported by the sales rep that during a laparoscopic cystectomy procedure, after the 4th or 5th firing of the er320 two clips ejected from the jaws. One closed on tissue and the other open into the abdomen. Subsequent firings were unaffected. No patient consequence. Case completed with the same device. No return device.